Event description:
Boston scientific received information that this right ventricular (rv) lead impedances had been gradually increasing. A red alert was received that there were high impedances on the lead. No adverse patient effects were reported. Additional information received states that the physician has elected to monitor the patient's system at this time.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information be received this investigation will be updated.